Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a prospective patient reported they saw on a chat room that a patient posted from 2006 about interstim saying that it had caused them paralysis. The reporter did not know if it was because of the health care provider (hcp), or it was the interstim, or if she was doing something she was not supposed to. This person wrote a huge paragraph downing interstim. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.